Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable defibrillation lead (B)(6) 2003. (B)(4).

Event description:
It was reported that the impedance on the atrial lead increased and is high. The threshold has also been increasing. The lead was capped and replaced. No patient complications have been reported as a result of this event.